Manufacturer narrative:
(B)(4). Concomitant medical products: bmet arcom ap pat w/wire 34mm cat#: 11-150828, lot#: 531890 , maxim por ana pri fml 65 rt cat#: 140052, lot#: 042760 , biomet cc cruciate tray 63mm cat#: 141231, lot#: 914070. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as product has been discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Product has been discarded.

Event description:
It was reported that the patient was revised seventeen years after initial knee procedure due to articular surface wear.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no were trends identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends